Manufacturer narrative:
Date of implantation is unknown. As a result, the date of the report has been entered into the required field. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.

Event description:
International affiliate reports spine revision surgery was performed due to loosening of two mis cannulated x-tab screws and movement of one concorde bullet cage. The devices were implanted in approximately (B)(6) 2013. The devices were discarded by the customer and are not available for evaluation. The following mfg. Medwatch reports are being filed for the two mis cannulated x-tab screws and the one concorde bullet cage that were involved in this event: 1526439-2014-12132; 1526439-2014-12133; 1526439-2014-12134.